Event description:
Noise was present on the rv lead causing inappropriate detection. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead was found dissected into two fragments. The proximal fragment was not returned for analysis. The analysis of the returned lead fragment demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the noise mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.